Event description:
The customer reported that the insulin pump alarmed low reservoir and the customer was unable to rewind. The blood glucose reading was 180mg/dl. The caller also stated that the device had another error alarm. Troubleshooting was performed, and the drive support cap was sticking out. The customer did attempt to push the drive support cap in, but it kept coming out. Then the customer called back and stated that she experienced high blood glucose of 300mg/dl the night before and has taken manual injections. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
The insulin pump unable to prime during the prime test due to cracked end cap. No prime alarm. The drive support disk was inspected and no anomaly was noted. Scratched lcd window, cracked display window corners, battery tube threads cracked, cracked reservoir tube lip and reservoir tube cracked. No low reservoir alarm.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.